Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a needled that kept clogging anywhere from 2 hours to 2 days after insertion. Customer stated that his blood glucose level goes up to 600 mg/dl every time he tries to use the pump. Customer was given replacements to try. Customer stated that this pump occasionally alarms no delivery. Customer stopped using medtronic supplies. Customer stated that the sure t sets leave a golf ball sized knot in his stomach. Customer's current blood glucose level was 146 mg/dl. No further assistance provided.